Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2017 with the following findings: during investigation, the pump was unable to power on due to rust/corrosion in the battery compartment. The returned battery cap and test cap were able to attach securely to the pump. A hairline battery compartment crack was found below the bumper. All the battery cap contact heights and widths were within specifications. A leak test was performed and passed with no leaks detected. The pump was opened to find no damage to the power circuit. No moisture was found internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.